Manufacturer narrative:
Other, additional manufacturing narrative (if other): the returned cable was evaluated. During evaluation the cable failed continuity testing due to an open in the cable on the green conductor along the length of the cable. When the cable was tested with known good lab equipment, a "sensor off patient" error message was displayed. Zip/postal code exceeded maximum allowable digits, zip/postal code is as follows: (B)(6), corrected data: "no" should be "returned to manufacturer on 10/24/2016".

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted. (B)(6).

Event description:
It was reported that the led was on, but there was no reading while it was attached to the simulator. The cable works intermittently, then goes off while attached to the simulator. The product indicates "searching for pulse" while not attached to anything. Customer confirmed that the monitor would display values, and then suddenly display no values. It is unknown if an error message/audible alarm occurred when the issue occurred. No known impact or consequence to patient.